Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. (B)(4).

Event description:
Information received from the patient reported that they had surgery, unrelated to the implantable neurostimulator (ins), where the "wire" had to be cut (did not fully remove) as it was in the way. The patient noted that this was not known until the procedure was in progress. The patient stated that the device was no longer use. It was also reported that since the surgery, the ins slides around, particularly at night while in bed and that it was annoying. It was noted that the ins had been in for 8 years and had not been used for at least 3 years. The patient did inquire about explantation. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. See also manufacturer's reports # 3004209178-2016-01274 regarding the other device issue